Event description:
A report was received that following a car accident the patient was having difficulty charging her ipg. The physician replaced the ipg and the patient is reportedly doing well.

Manufacturer narrative:
The explanted ipg is not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found no anomalies and deviations potentially related to the event occurred during manufacturing. This is the final report.